Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient originally underwent a c5-c6 discectomy and fusion (acdf). It was reported that post-operative radiographic imaging confirmed a fractured 4.0x15mm interbody screw. The broken screw along with the plate and other screws were removed approximately 12.25 years post-operatively. No further information could be obtained. No patient complications were reported.